Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a "transvaginal mesh patch" on an unknown date. It was alleged the plaintiff experienced "physical damage, bodily injury, infection" "pain and suffering," "permanent injury," and "mental anguish." It was additionally alleged the mesh "failed and broke under stress."

Manufacturer narrative:
The model of the mesh system that was implanted was not indicated. Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.